Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 808:02, which interrupted delivery three times. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.